Manufacturer narrative:
Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory via patient notifier, a bpa was received by the clinician and awaiting explant. The patient was stable.

Event description:
New information received states that the implantable cardioverter defibrillator was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction : - the awareness date for explant reported in previous follow up report should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
Additional information - premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.